Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, nose irritation, skin irritation, respiratory tract irritation. Dizziness and/or headache, hypersensitivity, nausea, vomiting, inflammatory response, kidney disease/toxicity, lung disease, reduced cardiopulmonary reserve and cancer . Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information for evaluation and investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, nose irritation, skin irritation, respiratory tract irritation. Dizziness and/or headache, hypersensitivity, nausea, vomiting, inflammatory response, kidney disease/toxicity, lung disease, reduced cardiopulmonary reserve and cancer. Medical intervention was not specified. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to reproduce allegation: unit produces therapy as designed. No evidence of foam particulates however there is dirt/dust/tobacco/tar.